Event description:
It was reported by the getinge end user, that cs300 intra-aortic balloon pump (iabp) was displaying an error message ¿autofill failure¿ during routine check. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, e2, e3, e4, e1 (initial reported name and mail ID), g2, g3, g6, h2, h11.a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge fse, that cs300 intra-aortic balloon pump (iabp) was displaying an error message ¿autofill failure¿ during routine check. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields : b4, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes , investigation conclusions),h11. Corrected fields: d5. A getinge field service engineer (fse) checked the device cabinet and confirmed that the error was in the fault logs. The fse inspected the blood back circuit and the pneumatic but found no leakage in the system. It was observed that the empty sensor on the volume cylinder is not working. The fse reset the connections of main board, solenoid driver board and volume cylinder but still problem persists. Required spare: pressure transducer , volume cylinder and main board to replace. The required spares are still awaited to conduct final repair. Device passed the safety disk, leak test and other functional test successfully.

Event description:
N/a.